Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia and emergency room visit. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod guide warns, "'low' or 'high' blood glucose readings can indicated a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death" and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."

Event description:
The pt reported that she applied a pod at approximately 5pm on (B)(6). She went to bed at 2:00am with a blood glucose result of 120 mg/dl. At about 9:00am or 10:00am on (B)(6), she woke up with a result of 345 mg/dl. She gave herself the suggested bolus of 8.50u and consumed 90 grams of carbohydrate. At 11am, she planned to go running and checked her blood glucose. The result was "high" (>500 mg/dl). She checked it again, and the second result was also "high". She deactivated the pod and noticed that the cannula was kinked. At 11:30am, her result was 480 mg/dl. At 2:00, she gave herself an 8u manual injection. She then activated a new pod. At 3:30pm, her result was 326 mg/dl. She gave herself a 3.20u bolus and consumed 15 grams of carbohydrate. She stated that her blood glucose went up to greater than 600 mg/dl, and she was vomiting and had large ketones. She was taken to the ER. Her blood glucose result was down to 200 mg/dl when she went to the ER, and she was feeling nauseous. She was not given an insulin drip. She was hydrated with 500u and discharged. She stated that her mother is a registered nurse and knew how to treat her when she was discharged.